Event description:
The patient underwent a cardiovascular procedure in 2005. The balloon was prepped and worked well. Once inserted into the aorta the balloon kept losing pressure. As a result throughout the procedure the surgeon had to keep inflating the balloon. There were no adverse patient consequences as a result.